Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was partially confirmed due to a faulty scope connector. Based on the results of the investigation, the likely cause of the faulty scope connector leading to no image could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lens on the bronchovideoscope showed no light or image on the monitor. The event occurred during inspection for use. There were no reports of patient involvement.